Event description:
The pt received two leads with the same lot number. It was reported, the pt's leads were eroding through the skin, and protruding out of the skin. The pt met with the physician and it was determined the pt had an infection at the lead site. The pt was admitted to the hospital and placed on oral and IV antibiotics. It was reported the physician planned to explant the system.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.